Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to boot. After switching, the programmer on, only a black screen with the company logo was displayed. The service disk did not solve the problem. The programmer is expected to be returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: the reason for return was confirmed, there was a hang at boot-up. It was also noted that the stylus was missing. The stylus was added. Software was also installed. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.